Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when the sensor is changed and calibration is completed they do not receive an alarm for low blood glucose. Customer is worried that the sensor is not alarming for the low blood glucose level after the customer changes the sensor. Customer was advised to look into the timing of the calibrations.